Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer was initially attempting to load a new cartridge but was unable to resolve the issue with the initial attempts. Technical support provided guidance to clean the pump's pneumatic tap area and instructed the customer on the proper technique to fill and load a new cartridge. Once a second cartridge was loaded, the issue was resolved, and the customer successfully resumed insulin delivery.